Event description:
A report was received from female pt who experienced an eye infection while using renu with moistureloc multi-purpose solutin. The pt purchased the product in 2006 and sometime in 2006, the pt woke up during the night and her eyes were painful and dry and she would not open them. She went to her optician who instructed her to discontnue wearing her lenses and prescribed antibiotics. The infection cleared up. She then started to wear a new pair of contact lenses and the infection returned. In 2006, the pt reports that another dr told her that she had some degree of surface tearing which left her with scarring on the eye. She was prescribed ciloxan and patanol and was instructed to see an ophthalmologist if her infection did not clear up. Per the pt, an appointment scheduled for 2006 was calcelled because the antibiotics were working.